Event description:
The customer reported that following a sal-iliacs abdominoplasty with diastasis repair, a catheter was placed abdominally and a blockaid was placed for post operative pain. The pump was filled with 400 ccs of 0.25% marcaine and the settings were 4 cc/hr, 1 ml bolus and a 90 minute lockout. In 2009, the pt had ecchymosis on the lower abdomen (skin discoloration caused by broken blood vessels). Three days later, the pt had induration subcutaneous tissues across the central abdomen with crusting on a suture. Another three days later, silvadene was provided to the pt. The customer could not be certain that the infection was caused by the use of the catheter and pain pump.

Manufacturer narrative:
The device was not received for evaluation.